Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tubing became disconnected at the infusion site because the clip was not secured. This issue may result in leakage. There was patient involvement; however, no harm was reported.